Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During treatment of a distal radius fracture right, the heads of the bone screws broke apart during screwing in. The screw heads remained in situs. Surgical delay of 30min. Not longer. No other consequences reported.

Event description:
During treatment of a distal radius fracture right, the heads of the bone screws broke apart during screwing in. The screw heads remained in situs. Surgical delay of 30min. Not longer. No other consequences reported.

Manufacturer narrative:
The screw heads of the broken bone screw 2.7mm were returned and the reported failure mode was confirmed. Even though the lot number is unknown, a material failure is unlikely. The surgical report states: "in presence of excellent bone quality, the screw fractures subcapitally, with the last torque rotation." The optech "vax-st-1_variax distal radius op-tech" clearly states: "note: in hard, cortical bone a 2.3mm cortical drill bit (60-23341) or the 2.7mm tap (62-27010) may be used to insert the 2.7mm screw to help reduce the risk of screw breakage during insertion." However, in the surgical report it is clear that no hole was drilled before inserting the screws. In case of hard, cortical bone the screw may break if no hole is drilled. Therefore we conclude that the root cause is a user error.